Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2021, during attempted surgery, it was found that the magnet reportedly returned to correct position. The magnet did not need to be replaced. The recipient is healing well. The recipient resumed device use and has no more pain. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a displaced magnet following a MRI. Head bandaging protocol was followed. The recipient is presenting with pain. Revision surgery is scheduled.